Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. CT images were provided and reviewed by a clinical representative. Based on review of the information provided, the direct cause for migration cannot be determined from information provided. However, it appears the infrarenal extensions are located well below renals, below an angulation. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 42 months post-implant of a bifurcated device and two infrarenal aortic extensions, migration of the aortic extensions was identified. Reportedly, during a follow up visit a computed tomography scan revealed both infrarenal aortic extensions had moved down, and did not make contact with the proximal abdominal aorta. The physician elected to place two competitor's aortic extensions and one additional infrarenal aortic extension, just below the renal arteries; as a preventive treatment. There was no reported injury to the pt.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The inside of the aneurysm was thrombosed. Left iliac artery is highly calcified.